Manufacturer narrative:
The customer contacted the siemens customer care center regarding a discordant, high prothrombin time (pt) patient result. The customer did not request a service visit from a field service engineer. However, siemens technical support had the customer clean the rinse well and change the innovin reagent (same lot number used). The customer repeated the same sample on the same system generating a pt result of 15.6 seconds. To confirm the pt result of 15.6 seconds, the customer ran the same sample 5 (five) more times and pt results replicated consistently on average 15.3 seconds. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, high prothrombin time (pt) patient result of 37.6 seconds was generated on the ca-660 coagulation analyzer system. The customer ran the patient sample again on the same system due to the high initial pt result and a pt result of 28.1 seconds was generated. No flags were generated. The customer reported the initial pt result of 37.6 seconds to the physician. The patient, who was on plavix, was treated with vitamin k due to the erroneously reported initial pt result of 37.6 seconds. There is no report of an adverse outcome to the patient as a result of the vitamin k treatment. After instrument intervention by the customer, the customer repeated the same sample on the same system and generated a pt result of 15.6 seconds. A corrected report was issued to the physician. There were no reports of adverse health consequences due to the discordant, high prothrombin time (pt) patient result.